Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the pacemaker was "shocking" the patient. Additionally, it was reported the device reached elective replacement, and was explanted and replaced. No further patient complications have been reported as a result of this event.